Event description:
Motor did not engage, pump tested by biomed and passed pm (preventative maintenance). Fentanyl was infusing-unknown rate. Patient had desats and required bagging. Patient was difficult to bag and required a dose of vecuronium after which lung sounds and sats quickly improved.the event did not occur during programming, stopped infusing without warning, nurse at bedside but not actively touching the pump.this facility has had multiple problems with this manufactuer's device within the last 2-3 months.